Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the trapezoid rx basket was opened inside the bile duct. An alliance handle device was then used in conjunction with the trapezoid rx basket in order to close the trapezoid rx basket. However, the basket failed to reopen, and it was discovered that the handle cannula was broken. Reportedly, there was no stone captured inside the basket when it failed to open. The basket was removed and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".